Event description:
Boston scientific (bsc) crm received information that during the implant procedure, this lead would not cross the pt's stenotic tricuspid valve. During the epicardial lead placement, the pt's right ventricle perforated. The products, including another epicardial lead, were explanted and the perforation was surgically closed. The pt was stable with no further complications.